Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump was found to be in need of calibration. The complaint on this pump was reported to mmdg several months before the pump was returned. At the time of investigation, the complaint was found to be MDR reportable. The investigation was reviewed by complaint personnel once the investigation was attached. There was a delay in attaching the investigation because of a mix-up with the serial number. Once attached to the complaint record, an MDR determination was made. Unfortunately, the investigation was not attached until more than 30 days had passed since the investigation (aware date) was conducted. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump under infused. At the time of the report, mmdg made multiple attempts to follow up, but received no additional information, and no indication that the pump was infusing outside the range mmdg considers non-reportable. The pump was returned to mmdg several months after the original complaint was reported. At the time of investigation, the pump was found to be under infusing outside the volumetric range mmdg considers reportable. (B)(4).